Manufacturer narrative:
The device was returned to the manufacturing site for further analysis of no audio. The reported failure could not be duplicated. Info has been added to the database for trending purposes.

Event description:
On 04/16/2009, new info was received from service site indicating that during repair of the unit, no audio was observed.